Event description:
Plaintiff reports that initial bilateral implantation occurred on 12/6/79. Plaintiff alleges"...injuries as a result of ...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."